Event description:
The complainant reported that when placing the impella cp and upon removing the impella 0.018 wire, it appears that the 0.018 wire was frayed. Impella was removed out of caution. A new impella cp was inserted, and new wire was used. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of product damage guidewire damage peripheral vessels has been completed. The clinical states when the guidewire was removed it was found to be frayed, therefore the pump was removed as a caution. Pump was returned and no visible damages were observed. The returned guidewire was confirmed to be frayed. The product damage guidewire damage peripheral vessels is related to the guidewire not the pump; no damages were observed on the returned pump. The cause of the product damage guidewire damage peripheral vessels issue was not determined due to a lack of clinical details. D9 device returned to manufacturer date added g1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2024-15066.